Manufacturer narrative:
Retainer ring = clear. Customer returned pump for alleged pump error 63 and failed self test found on (B)(6)2021. Pump passed displacement test. Pump error 63 alarmed during self test. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on sep 15, 2021 at 13:15 as well as pump error 63 variable 12 watch dog error on sep 14, 2021 22:32 due to broken trace u1 pin 6 on keypad assembly. Test p-cap locked into the reservoir tube successfully, however retainer ring damage confirmed. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked retainer, serial label damage, battery tube threads - cracked, corroded battery tube. In summary, customers alleged pump error 63 was confirmed in the history files and through visual inspection where a broken trace was found on the u1 pin 6 keypad assembly and watch dog error. Failed self test confirmed during testing. Additionally, retainer ring damage noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. H6 (type of investigation, investigation findings and investigation conclusions code) code has been corrected and being submitted via this follow up report, which were not completely correct in the first follow up report. The product analysis summary (h10) submitted via first follow up report was not completely correct. Corrected product analysis summary is as follows: pump passed displacement test. Pump error 63 alarmed during self test. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on sep 15, 2021 at 13:15 due to broken trace u1 pin6 on keypad assembly. Pump error 63 variable 12 watch dog error on sep 14, 2021 22:32, problem isolated to the electronic assembly. Test p-cap locked into the reservoir tube successfully, however retainer ring damage confirmed. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked retainer, serial label damage, battery tube threads - cracked, corroded battery tube. In summary, customers alleged confirmed pump error 63 due to broken trace was found on the u1 pin 6 keypad assembly and pump error 63 was confirmed in the history files (watch dog error) variable 12, problem isolated to the electronic assembly. Additionally, retainer ring damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer reported they was able to successfully clear the alarm and was able to complete insulin pump rewind. Customer performed self test but failed. The trouble shooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.